Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) performed a measuring cell exchange with a cell blank. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys shbg results for 3 patient samples on a cobas e 411 immunoassay analyzer. For sample 1, the initial shbg result was >200 nmol/l. An automatic 1:10 repeat dilution was performed and the result was <0.5 nmol/l. A manual 1:10 dilution was performed by the customer and the result was about 300 nmol/l. For sample 2, the initial shbg result was 0.537 nmol/l. The sample was repeated twice and the results were 29.30 nmol/l and 29.61 nmol/l. For sample 3, the initial shbg result was >200 nmol/l. An automatic 1:10 repeat dilution was performed and the result was 3.5 nmol/l. A manual 1:10 dilution was performed by the customer and the result was about 540 nmol/l. No questionable results were reported outside of the laboratory. The exact dates of testing were not provided.

Manufacturer narrative:
The calibration trace data showed noticeable signal variations and overdue recalibration. It was found that the customer only performs one level of qc and does not perform qc daily. It was found that the customer centrifuges patient samples at 3500 g, which may be too high. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The specific root cause of the event could not be determined.